Manufacturer narrative:
Correction to include the following: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed procedure event from related case occurred at the same time. Maryland bipolar forceps (mbf) instrument only had the issue. Both bipolar energy cable and mbf instrument had issue. There was no arcing and no patient injury. Instrument was returned with cable. No patient demographic information was available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the connection point with the bipolar energy cable was burnt and emitting smoke. The customer used a backup instrument to continue with the procedure. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the bipolar energy cable involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The bipolar cable was analyzed and found to have thermal damage at the distal connector. The connector exhibited thermal damage. The bipolar cautery cables passed the electrical continuity test. The complaint regarding the cable was burnt and emitting smoke was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.